Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to unknown noise, oversensing with pacing inhibition and high pacing thresholds. No asystole was noted. After repositioning the lead for optimal placement, the helix mechanism would not re-deploy after more than 30 turns by the physician. This ra lead was removed and a new lead, different model was successfully implanted. Return of the lead is expected. When the product is returned, analysis will be performed, and this report would be updated at that time. No adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of prolonged procedure. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid around the helix and an x-ray showed damage to the inner coil near the terminal pin that was indicative of helix extension/retraction difficulty. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The prolonged procedure and helix difficulty allegations were confirmed. However, the more than 30 turns to deploy the helix mechanism could not be confirmed by lab analysis. The high threshold, noise, over-sensing, and pacing-not-delivered allegations were also not confirmed. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to unknown noise, oversensing with pacing inhibition and high pacing thresholds. No asystole was noted. After repositioning the lead for optimal placement, the helix mechanism would not re-deploy after more than 30 turns by the physician. This ra lead was removed and a new lead, different model was successfully implanted. Return of the lead is expected. When the product is returned, analysis will be performed, and this report would be updated at that time. No adverse patient effects were reported. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid around the helix and an x-ray showed damage to the inner coil near the terminal pin that was indicative of helix extension/retraction difficulty. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The prolonged procedure and helix difficulty allegations were confirmed. However, the more than 30 turns to deploy the helix mechanism could not be confirmed by lab analysis. The high threshold, noise, over-sensing, and pacing-not-delivered allegations were also not confirmed.